Manufacturer narrative:
For 1 of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. Follow up actions include: the issue was resolved after the customer discontinued use of false bottom tubes and mixing samples after they have been thawed. For 1 of the pending events, where it was previously reported the investigation determined the issue was resolved by the service actions, further investigation found the cause to be the customer's use of false bottom tubes to freeze the samples and not adequately mixing the samples after thawing and prior to testing.

Manufacturer narrative:
For one event, the mixer height needed adjustment. Follow up actions include: the mixer height was adjusted. Calibration and controls were tested; these were without error and recovered within specifications. For one event, the service actions resolved the issue. Follow up actions include: service found that the issue was due to restricted vertical sample probe movement within the sample mechanism. The sample and reagent probes were adjusted along with cell rinse water flow and tubing. The spring guide was cleaned. Mechanism and precision checks were completed within specification. For one event, the issue was caused by worn seals. Follow up actions include: the seals were replaced. Probe alignments were checked. The performed diagnostics had no errors. For one event, the issue was caused by droplets falling from the cell rinse unit into the reaction cuvettes. Follow up actions include: the cell rinse unit was adjusted. The analyzer was confirmed to be working within specifications. For one event, the gear pump was defective, causing issues with the analyzer. Follow up actions include: the gear pump was replaced and instrument performance was verified. For one event, the investigation determined the issue was resolved by the service actions. Follow up actions include: the field service representative found vacuum lines on rinse arm to be the cause. He leak checked the lines, checked detergent dispense volumes and concentration. For one event, the rinse nozzle was obstructed, leaving water in the reaction cells. Follow up actions include: the rinse nozzle blockage was removed and rinse volumes were verified. The gear pump pressure was checked and pressure was within range. Probe alignments were checked. Precision studies were performed and precision data was within range. The customer ran controls and these were within range. The investigation for one event is ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers cont'd: (B)(4).

Event description:
This report summarizes <noe>8</noe> malfunction events. Questionable low results were generated by cobas 6000 c (501) module analyzers. The events involved a total of 14 patients with the following: one discrepant result for ck creatine kinase. One discrepant result for hdlc3 hdl-cholesterol plus 3rd generation and tp2 total protein gen.2. One discrepant result for bilirubin total gen. 3. One discrepant result for ca2 calcium gen.2. Five discrepant results for crej2 creatinine jaffé gen.2. Five discrepant results for ca2 calcium gen.2. One discrepant result for phos2 phosphate (inorganic) ver.2. Eight patients' ages ranged between 5 days and 85 years old. The remaining patients' ages were requested, but were not provided. One patient weighed (B)(6). The remaining patients' weights were requested, but were not provided. There were 5 females and 3 males. The remaining patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.